Event description:
Customer reported that the unit was given patient occlusion alarm. The customer reported there was no patient involvement.

Manufacturer narrative:
The blower assembly was returned and evaluated. The reported condition was verified. The inside of the impeller housing showed dusty contamination, likely from abrasion and dried liquid contamination.